Manufacturer narrative:
The investigation for the hematoma and access site bleed has been completed. No product returned. Hematoma noted after sheath peel away. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient experienced a hematoma during implantation of an impella pump. The pump was placed, the procedure was completed, and the impella was removed. The patient was in stable condition.